Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient does not have stimulation due to not charging the ipg as recommended. It was also reported the ipg can not locate the charger or programmer. In turn, the ipg may be inoperable. An sjm representative will meet with the patient for evaluation.